Manufacturer narrative:
A field service engineer (fse) assisted the customer on the phone on (B)(6) 2011 for replacing shear valve. The customer installed 3 way valve and verified operation after running calibrations and qc. No service visit was needed.

Event description:
A customer contacted beckman coulter inc. (Bci) stating they installed the new tip for cartridge chemistry (cc) sample syringe and then primed and it leaked from the 3-way valve. No injury was reported.